Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: jds, nail, fixation, bone. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2022, patient underwent a unknown procedure. It was noted that the attachment clamp holding aiming arm jig to insertion handle clamp pieces broke off. Opened another set case proceeded as planned with the desired outcome. It is unknown how the surgery was completed. Patient outcome is unknown. This complaint involves one (1) device aim-arm radioluc. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: visual analysis of the returned sample revealed that the aim-arm radioluc was found to be broken across the latch axis pin insertion hole. Broken pieces were not received. During the analysis of the complaints two subcategories of the aiming arm (03.043.029) latch ) failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. A dimensional inspection for the aim-arm radioluc was unable to be performed due to complex geometry of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aim-arm radioluc would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.043.029. Lot: 2023519. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 06 november 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.